Event description:
Patient reported, via voluntary sus report, right side "contracture" baker grade unknown, "implants drifting around inside. Chest from the beginning", "valve is under her nipple and that the implant drift and move and cause stabbing pain between. Scapula and spine", "itching", patient "wakes up in the morning. Doesn't want to live anymore", and "all these symptoms are intensifying and severely disrupting. Daily life". Patient further reported "skin condition" and "incredible drink inflammations" with no further details. The following reported events are not device related: "in 2009, became disabled due to right arm medical nerve damage and lost the use of. Arm which in turn caused chronic pain and mental health disturbance", "mouth tastes like metal", "memory loss", "loss of balance", "problems digesting food", "gas and belching", "feels crippled", "persistent headache", and "nobody will remove them due to. Having a stage 1 cancer diagnosis". The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5147589-1, mw5147590. Clarification to implant date (d.6a): 2004 year only received. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: the reason for reoperation is: "contracture" baker grade unknown.